Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating ventilation error and stopped delivering pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The issue was reproduced during troubleshooting. No information about the faulty parts and if the problem was resolved and how was provided. The device logs were not provided to further analysis. The cause of the issue was not established.

Event description:
Manufacturer's ref. #: (B)(4).